Event description:
The customer reported that the left monitor was darker than the right monitor.

Manufacturer narrative:
The ge svc rep called the customer and found the workstation monitor was operating as intended.